Event description:
During infusion of patient the syringe pump began to alarm occlusion on the umbilical access line (ual). The line was able to be flushed without issues. The arterial blood pressure was able to be collaborated and was function until 0300. The pressure waves on the monitor did not function properly. The lines connected to the ual were changed sterile with 2 rn's. Leaking was noted beneath the tegaderm dressing above the stat seal. Md notified and stat seal was removed. During inspection of the ual for leaks the team noted leaks at the stump of the umbilicus. Md ordered line replace. Inspection of the line noted a significant pinhole leak at the 14cm mark of the catheter. Catheter isolated and sent to bme for evaluation and reporting. Patient was monitored and care continued. Manufacturer response for umbilical access catheter, argyle (per site reporter): awaiting response form manufacturer.